Event description:
Period of occurrence from (B)(6) 2024 to (B)(6) 2024. Mrs. A, placed the intragastric balloon on (B)(6) 2024 at (B)(6) hospital in turkey, after the equipment was inserted on (B)(6) 2024, the patient reported severe nausea associated with numerous episodes of vomiting, as well as the inability to eat orally. She was readmitted to the obesity clinic on (B)(6) 2024 because her general condition deteriorated and was discharged on (B)(6) 2024. On (B)(6) 2024 she consulted the (B)(6) emergency room for nausea, vomiting and deterioration of her general condition with dehydration. And hypokalemia and was discharged the same day after intravenous rehydration. On (B)(6) 2024, she consulted the emergency room of the (B)(6) hospital for the same reasons, then was hospitalized in the gastroenterology department. On (B)(6) 2024, she benefited from the removal of the gastric balloon by endoscopy. She reports that the nausea and vomiting have disappeared since then, as well as a return to normal eating, which gives her relief.

Manufacturer narrative:
"The balloon was not returned for examination. A review of the device labeling notes the following: the physician should also advise the patient that early removal of the balloon may be required due to intolerance or due to serious adverse events. It is the responsibility of the physician to advise the patient of the potential need to remove the device in less than 8 months due to balloon deflation. In the event of gastrointestinal intolerance, the physician may advise the patient to decrease balloon volume. It is important to discuss all possible complications and adverse events with the patient. Complications that may result from use of this product include those associated with general endoscopy procedures, those associated with the spatz3 adjustable balloon specifically and those associated with the patient's degree of intolerance to an implanted foreign body. "